Manufacturer narrative:
Updated fields: b4, d4 (model#) g4, g7, h2, h4, h6 (type of investigation), h10. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer who encountered the issue replaced the video receiver board. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that upon installation of the color video receiver board into the cs300 intra-aortic balloon pump (iabp), the part was not working. There was no patient involved and no adverse event was reported. This is an out-of- box failure (oob) of the color video receiver board.

Manufacturer narrative:
On december 14, 2020, it was clarified that this is a reportable event. The suspected faulty video receiver board was returned to getinge's national repair center (nrc) for failure investigation. A getinge senior repair technician inspected the video receiver board and observed no visual damage. The senior repair technician installed the video receiver board into the cs100 test fixture and tested to factory specifications per the cs100 service manual. The video receiver board failed testing and the reported "blank display" was observed. The video receiver board was scrapped and will be retained in the nrc per procedure. The first name of the initial reporter; the full name should read (B)(6).

Event description:
It was reported that upon installation of the color video receiver board into the cs300 intra-aortic balloon pump (iabp), the part was not working. There was no patient involved and no adverse event was reported. This is an out-of- box failure (oob) of the color video receiver board.